Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing low blood glucose. The reported blood glucose reading was 298 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. However, the displacement test failed. Nothing further was reported.